Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 28 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for foreign matter in barrel due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. This records issue of foreign matter for unknown product information on unknown occurrences. Complaint 2 of 2. Consumer reported: needle hub separated after pulling really hard to remove shield stated, shield difficult to remove and after removing it, the needle was missing completely date of event: (B)(6) 2020. Stated, over last few years, he's found the quality has gone down with bd syringes. Stated, he'll find at least one problem in each box he's used; difficulty removing shields, missing needles after removing shields, needle hub separate, clear liquid in the barrel of syringe prior to injection, etc., he does not recall exact dates and it was never reported. Used the same product for over 20 years. First time reporting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. This records issue of foreign matter for unknown product information on unknown occurrences. Complaint 2 of 2. Consumer reported: needle hub separated after pulling really hard to remove shield. Stated, shield difficult to remove and after removing it, the needle was missing completely. Date of event: (B)(6) 2020. Stated, over last few years, he's found the quality has gone down with bd syringes. Stated, he'll find at least one problem in each box he's used; difficulty removing shields, missing needles after removing shields, needle hub separate, clear liquid in the barrel of syringe prior to injection, etc., he does not recall exact dates and it was never reported. Used the same product for over 20 years. First time reporting.